Manufacturer narrative:
On 01 october 2015 it was prepared a final report with the information already submitted in the initial report. On 02 october 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Imp # (B)(4).

Manufacturer narrative:
Batch review performed on july 27, 2015: lot 150139: (B)(4) items manufactured and released on april 28, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On july 14, 2015, the (B)(4) made the following eval, checking the x-rays received with the complaint. Postoperative fracture is a known complication for femoral prostheses, even more so in case of uncemented stems. It is possible that the initial cause of the fracture is a weakening of the femur during preparation for insertion of femoral stem, or during insertion itself, which normally is made by impaction. Very often, the small cracks caused during the first operation go undetected and then propagate under load and generate microfracture. From the postoperative xray, in this case of an elderly pt, no sign is visible of crack, but on the other hand no mention of a trauma was made in the report. Hence, the root cause is not identifiable with the info available.